Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the left ventricular had dislodged. The fluoro revealed that the lead pulled back and only the proximal electrodes remained in the vein when the physician closed the pocket. The patient was asymptomatic and stable throughout the procedure. The physician left the lead where it was. The patient would be monitored.